Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, back pain, alopecia, migraine, tooth disorder and feeling abnormal outcome was unknown. The reporter considered alopecia, back pain, feeling abnormal, migraine, pelvic pain and tooth disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / loclaised pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth / problems with teeth"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, alopecia, migraine, tooth disorder, feeling abnormal, amnesia, dyspareunia, headache and genital haemorrhage outcome was unknown. The reporter considered alopecia, amnesia, back pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: some of the events are still ongoing but are not clearly stated which. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date updated; events description updated; events "memory loss", "dyspareunia", "headaches" and "heavy/abnormal bleeding" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain / loclaised pain'). In an adult female patient who had essure (batch no. C40060), inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menstruation irregular (sometimes missed the periods). On (B)(6) 2013, hirsutism; on (B)(6) 2013, and gravida ii (2 normal vaginal delivery). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth/problems with teeth"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches"). And genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, alopecia, migraine, tooth disorder, feeling abnormal, amnesia, dyspareunia, headache and genital haemorrhage outcome was unknown. The reporter considered alopecia, amnesia, back pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: some of the events are still ongoing, but are not clearly stated. Which insertion procedure: micro insert was inserted into each fallopian tube with 4 coils protruding on right. And six coils protruding on left ostium. Removal procedure: she had anteverted uterus. Patient had for removal of both fallopian tubes. The results of histology confirmed, that both your tubes were normal with an essure coil in each tube. There is no evidence of the coils having perforated the fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2021, reporter, patient's initials, race, batch number, medical history added. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: hair loss, back pain, pelvic pain. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, back pain, alopecia, migraine, tooth disorder and feeling abnormal outcome was unknown. The reporter considered alopecia, back pain, feeling abnormal, migraine, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / localised pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth / problems with teeth"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, alopecia, migraine, tooth disorder, feeling abnormal, amnesia, dyspareunia, headache and genital haemorrhage outcome was unknown. The reporter considered alopecia, amnesia, back pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: some of the events are still ongoing but are not clearly stated which. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pelvic pain / localized pain/ chronic pain") in an adult female patient who had essure inserted (lot no. C40060). Additional non-serious events are detailed below. The patient had a medical history of hirsutism and menstruation irregular (sometimes missed the periods) in 2013 and abdominal pain and gravida ii (2 normal vaginal delivery). Concurrent conditions were listed as dyspareunia, pelvic pain female, back pain, mood swings, hair loss, weight gain, hormonal imbalance and nipple discharge. Concomitant products included cephalexin amel (cefalexin), clindamycin, ferrous fumarate, norethisterone and flucloxacillin. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth / problems with teeth"), brain fog ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches"), genital hemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological issue"), abnormal weight gain ("excessive weight gain"), skin disorder ("skin changes") and mood swings ("mood swing") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy). At the time of the report, the outcomes for pelvic pain, back pain, alopecia, migraine, tooth disorder, brain fog, amnesia, dyspareunia, headache, genital hemorrhage, mental disorder, abnormal weight gain, skin disorder and hormone level abnormal were unknown. The reporter considered abnormal weight gain, alopecia, amnesia, back pain, brain fog, dyspareunia, genital hemorrhage, headache, hormone level abnormal, mental disorder, migraine, mood swings, pelvic pain, skin disorder and tooth disorder to be related to essure administration. The reporter commented: some of the events are still ongoing but are not clearly stated which. Insertion procedure: micro insert was inserted into each fallopian tube with 4 coils protruding on right and six coils protruding on left ostium. Removal procedure: she had anteverted uterus. Patient had for removal of both fallopian tubes. The results of histology confirmed that both your tubes were normal with an essure coil in each tube. There is no evidence of the coils having perforated the fallopian tubes. Discrepancy noted in essure removal date: (B)(6) 2018. On (B)(6) 2015 essure confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: the uterine cavity outlines normally. The left micro-insert spans the utero-tubal junction. The right micro insert is positioned more distally although within 1 cm of cornua. There is no opacification of the fallopian tubes or peritoneal spill. Conclusion:no opacification of the fallopian tubes is seen although the right micro. Insert does not span the uterotubal junction. Batch no: c40060 , production date: 2014-03-31, expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events psychological issues excessive weight gain, skin changes , mood swing & hormonal imbalance added. Medical history & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / loclaised pain') in an adult female patient who had essure (batch no. C40060) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular (sometimes missed the periods) on (B)(6) 2013, hirsutism on (B)(6) 2013 and gravida ii (2 normal vaginal delivery). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("issues with her teeth / problems with teeth"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, alopecia, migraine, tooth disorder, feeling abnormal, amnesia, dyspareunia, headache and genital haemorrhage outcome was unknown. The reporter considered alopecia, amnesia, back pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: some of the events are still ongoing but are not clearly stated which. Insertion procedure: micro insert was inserted into each fallopian tube with 4 coils protruding on right and six coils protruding on left ostium. Removal procedure: she had anteverted uterus. Patient had for removal of both fallopian tubes. The results of histology confirmed that both your tubes were normal with an essure coil in each tube. There is no evidence of the coils having perforated the fallopian tubes. Batch no c40060, production date 2014-03-31, expiration date 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.